Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and requiring emergency medical intervention while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring third-party assistance and is consistent with the reported loss of consciousness and ems treatment with intravenous glucose. Review of the circumstances surrounding the event showed that the user entered a false meal announcement for a usual breakfast at approximately 2:00 am while glucose was elevated at approximately 210 mg/dl and did not consume food. The resulting insulin delivery was followed by a rapid decline in glucose levels into the 30 mg/dl range. The user reported no supply issues and no food intake associated with the meal announcement. Based on available information, the event was attributed to use-related factors involving the use of a meal announcement to correct hyperglycemia. No device malfunction was alleged or identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 26-may-2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia with a reported blood glucose level of approximately 39 mg/dl requiring ems intervention. The user was treated with intravenous glucose by ems and was not hospitalized. The user recovered following treatment.